Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All buttons functioning properly. Moisture damage noted on keypad traces during visual inspection. No button error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized with a low blood glucose of 44 mg/dl. The customer stated that he had been experiencing low blood glucose levels for nine hours, and had been getting button error alarms about three hours prior to the lows. Troubleshooting was not possible due to the alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.